Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received motor error alarm, and had been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was reported to be 900mg/dl. It was reported that the customer would be receiving replacement pump and returning their pump for analysis.